Event description:
According to the information received, intraoperatively, one of the leaflets broke into three pieces as the valve was parachuted. The surgeon attempted to retrieve the pieces for "a long time"; however, it is unknown at this time if all of the pieces were recovered. The patient expired 30 hours postoperatively in the ICU. Additional information has been requested.